Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had a broken tube lip, cracked case at display window corner and minor scratches on lcd window.

Event description:
It is reported that the patient has a physically damaged insulin pump. Patient's blood glucose level is at 92mg/dl. The patient states they are missing a piece of the reservoir compartment. Trouble shooting is conducted and found that pump will have to be replaced. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.